Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced capsular pocket infection. The implantable pulse generator (ipg) and pacing leads were removed and pocket debridement was performed. No further patient complications have been reported as a result of this event.